Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected in three segments at 11 cm and 17 cm distal to the is-1 connector pin. All lead segments were received for analysis. The inspection revealed severe signs of wear in the distal lead segment. In particular, the insulation was found rubbed through in the region of the tricuspid valve. At this position, the conductor cable to the ring electrode was outside the lead body, as mentioned in the complaint description and shown in the received photo. This observation resulted from an outside-in abrasion. An inside-out abrasion could be excluded by the analysis. These damages can be considered to be the root cause of the observed noise. Based on the location and characteristics of these damages, it is reasonable to assume that the lead had been subject to a severe mechanical stress in the implanted state as a result of the interaction with the tricuspid valve. Further inspection revealed explantation damages i.e. The rv and svc shock coils were found deformed. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The representative reports oversensing on the ventricular lead resulting in inappropriate detection. The lead is scheduled to be extracted. (B)(6) 2014 - this lead was extracted today and was found to be externalized. (B)(6) 2014 - this device was returned.